Event description:
Recurrent joint fluid retention in the right knee [swelling of r knee] ([aching (r) knee]) case narrative: initial information received on (B)(6) 2020 regarding an unsolicited valid serious case received from (lp) japan-teijin lsa-pcp under reference on 29-oct-2020 and transmitted to sanofi. This case involves a 55 years and 6 months old male patient (164 cm and 68 kg) who experienced recurrent joint fluid retention in the right knee, while he was treated with hylan g-f 20, sodium hyaluronate [synvisc dispo ia injection 2ml]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing osteoarthritis (kellgren-lawrence grade ii in the right knee). Underlying disease: gonarthrosis (kellgren-lawrence grade ii in the right knee) concurrent condition: none historical condition none history of drug-induced allergy or adverse event: unknown remarkable predisposition or lifestyle: no remarks combination therapy: none general (extra-articular) condition before the start of synvisc therapy: no infection intensity of intra-articular inflammation (in the right knee): moderate laboratory data relevant to inflammation: synovial fluid cell count, 19840 anti-inflammatory therapy before the start of synvisc: oral loxonin concomitant medications included loxoprofen sodium (loxonin) for antiinflammatory therapy; rebamipide (rebamipide) for gastrointestinal disorder prophylaxis; and loxoprofen sodium (loxoprofen na) for antiinflammatory therapy. On (B)(6) 2020, the patient started receiving synvisc dispo ia injection 2ml (lot number: 9rsp012) at 2 ml/day in the right knee for right gonarthrosis. Before and at this start of synvisc, there was no synovial fluid retention. The pre-synvisc knee condition was unremarkable with no periarticular dermatologic lesion, no intra-articular infection, and no intra-articular inflammation. On (B)(6) 2020, the patient ran 8 kilometers for jogging, and after this, right knee pain and swelling (fluid retention) developed. The right knee joint fluid retention required rest, nsaid administration, and cooling. On (B)(6) 2020, at an outpatient visit, swelling was severe, and arthrocentesis was performed. Yellowish turbid fluid (55 cc) was removed. Loxonin was administered, and the patient was instructed to ensure rest and cooling. After this, the swelling subsided. On (B)(6) 2020, during an outpatient visit, right knee arthrocentesis yielded 25 cc of yellow turbid fluid. The swelling was small, and the absence of bacteria was confirmed by culture, and therefore, the patient received synvisc again (lot number, 9rsp012) in the right knee. Before this administration, fluid retention was present (25 ml), and there was no periarticular dermatologic lesion or intra-articular infection, while intra-articular inflammation was present. On (B)(6) 2020, recurrent swelling was observed. The event "recurrent joint fluid retention in the right knee" developed, which required rest, nsaid administration, and cooling. On (B)(6) 2020, during an outpatient visit, right knee arthrocentesis yielded 90 cc of slightly turbid yellow fluid. Then, the swelling decreased. On (B)(6) 2020, during an outpatient visit, right knee arthrocentesis yielded 15 cc of yellow fluid with very slight turbidity. The events "right knee pain" and "recurrent joint fluid retention in the right knee" resolved. The patient developed a serious recurrent joint fluid retention in the right knee (joint swelling) 14 days following the first dose intake of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. The patient developed a serious right knee pain (arthralgia) 3 days following the first dose intake of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. Relevant laboratory test results included: culture - on (B)(6) 2020: negative [right knee]; on (B)(6) 2020: [detected no bacteria]; on (B)(6)2020: negative [right knee arthrocentesis] synovial fluid cell count - on (B)(6) 2020: 19840 (positive) [19840 in the right knee]; on (b)((6)2020: 30507 [30507 (by right knee arthrocentesis)] synovial fluid crystal - on (B)(6) 2020: negative [right knee]; on (B)(6) 2020: negative [right knee arthrocentesis] final diagnosis was moderate recurrent joint fluid retention in the right knee. Action taken: hylan g-f 20, sodium hyaluronate (synvisc dispo ia injection 2ml) was discontinued on (B)(6) 2020. An unknown corrective treatment was received. The patient outcome is reported as recovered / resolved on (B)(6) 2020 for recurrent joint fluid retention in the right knee and as recovered / resolved on (B)(6) 2020 for right knee pain. Reporter comment: [recurrent joint fluid retention in the right knee] causal role of synvisc: probable other possible causative factor: none there was no joint fluid retention before the start of synvisc therapy. Two days after the administration of synvisc, fluid retention developed. Arthrocentesis led to symptomatic relief, but fluid retention recurred after the re-administration of synvisc. Infection was denied because aspirated fluid and culture both gave negative results. Therefore, the event was attributable to synvisc. Additional information was received on (B)(6) 2020 from the physician: updated patient information; updated other relevant history; added laboratory data; updated synvisc information (indication, lot number); added concomitant loxoprofen na; changed reported terms of the events with update of their outcome date, outcome, and intensity; updated reporter comment; and updated narrative.

Event description:
Recurrent joint fluid retention in the right knee [swelling of r knee] ([aching (r) knee]). Case narrative: initial information received on 16-oct-2020 regarding an unsolicited valid serious case received from (lp) japan-teijin lsa-pcp under reference on 29-oct-2020 and transmitted to sanofi. This case involves a 55 years and 6 months old male patient (164 cm and 68 kg) who experienced recurrent joint fluid retention in the right knee, while he was treated with hylan g-f 20, sodium hyaluronate [synvisc dispo ia injection 2ml]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing osteoarthritis (kellgren-lawrence grade ii in the right knee). Underlying disease: gonarthrosis (kellgren-lawrence grade ii in the right knee). Concurrent condition: none. Historical condition none. History of drug-induced allergy or adverse event: unknown. Remarkable predisposition or lifestyle: no remarks. Combination therapy: none. General (extra-articular) condition before the start of synvisc therapy: no infection intensity of intra-articular inflammation (in the right knee): moderate. Laboratory data relevant to inflammation: synovial fluid cell count, 19840. Anti-inflammatory therapy before the start of synvisc: oral loxonin. Concomitant medications included loxoprofen sodium (loxonin) for antiinflammatory therapy; rebamipide (rebamipide) for gastrointestinal disorder prophylaxis; and loxoprofen sodium (loxoprofen na) for antiinflammatory therapy. On (B)(6) 2020, the patient started receiving synvisc dispo ia injection 2ml (lot number: 9rsp012) at 2 ml/day in the right knee for right gonarthrosis. Before and at this start of synvisc, there was no synovial fluid retention. The pre-synvisc knee condition was unremarkable with no periarticular dermatologic lesion, no intra-articular infection, and no intra-articular inflammation. On (B)(6) 2020, the patient ran 8 kilometers for jogging, and after this, right knee pain and swelling (fluid retention) developed. The right knee joint fluid retention required rest, nsaid administration, and cooling. On (B)(6) 2020, at an outpatient visit, swelling was severe, and arthrocentesis was performed. Yellowish turbid fluid (55 cc) was removed. Loxonin was administered, and the patient was instructed to ensure rest and cooling. After this, the swelling subsided. On (B)(6) 2020, during an outpatient visit, right knee arthrocentesis yielded 25 cc of yellow turbid fluid. The swelling was small, and the absence of bacteria was confirmed by culture, and therefore, the patient received synvisc again (lot number: 9rsp012) in the right knee. Before this administration, fluid retention was present (25 ml), and there was no periarticular dermatologic lesion or intra-articular infection, while intra-articular inflammation was present. On (B)(6) 2020, recurrent swelling was observed. The event "recurrent joint fluid retention in the right knee" developed, which required rest, nsaid administration, and cooling. On (B)(6) 2020, during an outpatient visit, right knee arthrocentesis yielded 90 cc of slightly turbid yellow fluid. Then, the swelling decreased. On (B)(6) 2020, during an outpatient visit, right knee arthrocentesis yielded 15 cc of yellow fluid with very slight turbidity. The events "right knee pain" and "recurrent joint fluid retention in the right knee" resolved. The patient developed a serious recurrent joint fluid retention in the right knee (joint swelling) 14 days following the first dose intake of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. The patient developed a serious right knee pain (arthralgia) 3 days following the first dose intake of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant and was leading to intervention. Relevant laboratory test results included: culture: on (B)(6) 2020: negative [right knee]; on (B)(6) 2020: [detected no bacteria]; on (B)(6)2020: negative [right knee arthrocentesis]. Synovial fluid cell count: on (B)(6) 2020: 19840 (positive) [19840 in the right knee]; on (B)(6) 2020: 30507 [30507 (by right knee arthrocentesis)]. Synovial fluid crystal: on (B)(6) 2020: negative [right knee]; on (B)(6) 2020: negative [right knee arthrocentesis]. Final diagnosis was moderate recurrent joint fluid retention in the right knee. Action taken: hylan g-f 20, sodium hyaluronate (synvisc dispo ia injection 2ml) was discontinued on (B)(6)2020. An unknown corrective treatment was received. The patient outcome is reported as recovered / resolved on (B)(6) 2020 for recurrent joint fluid retention in the right knee and as recovered / resolved on (B)(6) 2020 for right knee pain. Reporter comment: [recurrent joint fluid retention in the right knee]. Causal role of synvisc: probable. Other possible causative factor: none. There was no joint fluid retention before the start of synvisc therapy. Two days after the administration of synvisc, fluid retention developed. Arthrocentesis led to symptomatic relief, but fluid retention recurred after the re-administration of synvisc. Infection was denied because aspirated fluid and culture both gave negative results. Therefore, the event was attributable to synvisc. Additional information was received on 29-oct-2020 from the physician: updated patient information; updated other relevant history; added laboratory data; updated synvisc information (indication, lot number); added concomitant loxoprofen na; changed reported terms of the events with update of their outcome date, outcome, and intensity; updated reporter comment; and updated narrative. Additional information was received on 19-nov-2020: no new information was received. Amendment to the report dated 29-oct-2020: amended state of reporter information to "tokyo".

Event description:
Articular hydrops [knee swelling], ([aching (r) knee]). Case narrative: initial information received on 16-oct-2020 regarding an unsolicited valid serious case received from (B)(6) under reference on 16-oct-2020 and transmitted to sanofi. This case involves a (B)(6) years and (B)(6) months old male patient who experienced articular hydrops, while he was treated with hylan g-f 20, sodium hyaluronate [synvisc dispo ia injection 2ml]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing gonarthrosis (underlying disease/concurrent condition). Concomitant medications included loxoprofen sodium (loxonin) for antiinflammatory therapy; and rebamipide (rebamipide) for gastritis. On (B)(6) 2020, the patient started receiving synvisc dispo ia injection 2ml (lot number: unknown) at 2 ml per dose for gonarthrosis. On (B)(6) 2020, the patient had aching (r) knee and swelling (articular hydrops) after 8-km jogging. On (B)(6) 2020, at an outpatient visit, the patient had severe swelling, for which paracentesis was performed and yellowish turbid fluid (55 cc) was aspirated. The swelling was subsequently alleviated. On (B)(6) 2020, as the swelling was alleviated and culture test detected no bacteria, synvisc was re-administered. Then, on the following day ((B)(6) 2020), swelling recurred. On (B)(6) 2020, paracentesis was performed (90 cc), which led to alleviation; aching (r) knee and articular hydrops were resolving. The patient developed a serious articular hydrops (joint swelling) 3 days following the first dose of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant. The patient developed a serious aching (r) knee (arthralgia) 3 days following the first dose of hylan g-f 20 and sodium hyaluronate. This event was assessed as medically significant. Relevant laboratory test results included: culture - on (B)(6) 2020: [detected no bacteria]. Final diagnosis was articular hydrops. Hylan g-f 20, sodium hyaluronate (synvisc dispo ia injection 2ml) was discontinued on 12-oct-2020. An unknown corrective treatment was received. The patient outcome is reported as recovering / resolving for articular hydrops and as recovering / resolving for aching (r) knee. Reporter comment: the causal role of synvisc in articular hydrops is highly probable.